Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure a faradrive steerable sheath was selected for use. The physicians were struggling to get the sheath into the femoral initially, and then they struggled to get it across the septum of a third re-do ablation. No patient complications were reported. The device will not be available for return.